Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted and related to this event. (B)(4). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6), 2003, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, a computed tomography revealed 1.33cm of aneurysm growth. The aneurysm is measuring 6.9cm with a type IV endoleak. The pt is scheduled to be treated for the aneurysm growth and the type IV endoleak by implanting add'l devices in the abdominal aortic aneurysm.